Event description:
It was reported that on (B)(6) 2026, the patient¿s blood glucose levels increased to approximately 600 mg/dl after an unspecified duration of pod wear on the arm. Reported symptoms included dizziness, fatigue, difficulty concentrating, nausea, elevated heart rate, shakiness, fever, lack of appetite, severe migraines, thirst, dry mouth, increased urination, heavy breathing, weakness, and drowsiness. The patient further reported signs of an infusion site reaction, including pus discharge at the cannula insertion site, itchiness, and the presence of blood on the adhesive. Additionally, the adhesive was observed to be lifting due to a reported pod leak. Upon removal of the pod, the cannula was noted to be bent. The patient sought medical attention and was subsequently hospitalized, where she was diagnosed with diabetic ketoacidosis and a skin infection. During hospitalization, she was treated with insulin and antibiotics. Kidney function was also monitored due to the patient having a single kidney; however, no diagnosis or treatment related to kidney function was reported. The patient was discharged approximately four days later; the exact discharge date was not reported.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause of the reported insulin leak and bent cannula, or to determine if any product condition could have contributed to the customer¿s infusion site infection. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 18.6. Hardware: iphone14.5. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.